Event description:
Healthcare professional (hcp) reported 2 incidents of a patient having reactions on treatment day 3 and day 6 of a 6-day treatment cycle. On day 3, patient developed pruritus and rash 2 hours after the initiation of treatment. This treatment was completed without further incident. On day 6 patient developed more severe pruritus and rash and the hcp noted the patient's eyes were quite red. Patient was treated with benadryl 25 mg i.v. And symptoms were not relieved. Treatment was discontinued and one hour later patient's symptoms resolved. Patient has recovered.